Event description:
It was reported that during the implant procedure the physician had an issue with the slitting of the delivery catheter. While slitting using the universal slitter the physician noticed that the slitter slit the catheter but the lead was not released by the slit catheter. The encasing of the catheter was still hugging around the lead as they slit down the catheter. The physician stopped mid slit and asked for another slitter. The physician was able to free the lead once they slit completely. There were no lead complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.